Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the cement used on stent put into tibia did not adhere to knee replacement, causing knee to wobble, hitting nerves causing extreme pain and both knees to be replaced again.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Zimmer biomet receiving inspection record is not available for the complaint item number (B)(4), lot number 74854314. There are two product subforms where the product lot number is not known; a batch record review cannot be performed. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not conducted as this product remains implanted. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "misalignment/wrong application time." The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.